Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set with duo-vent spike leaked normal saline during priming. Upon close inspection there was an 8 mm long hole in the tubing. There was no patient involvement. No additional information is available.